Manufacturer narrative:
The customer reported complaint for the platform system error message was confirmed during archive review and functional testing. No physical damage was noted during visual inspection. Archive review indicated error message user advisory ( ua) 26 (decompression target not reached), ua 45 (shaft not at "home" position occurred), and ua 139 (unable to hold compression position) around the reported event date. These ua error messages relate to the brake gap being out of specification. The autopulse could not maintain compression position (depth) due to this fault. The brake gap fault results from normal wear and tear of the device. The autopulse platform was manufactured in 2011; this device is in use beyond the serviceable life expectancy. The platform failed the initial functional testing due to error message ua 139 (system error) was displayed upon powering on the platform. The brake gap was adjusted to remedy the fault. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The clutch plate was deburred due to a stiffness on the drive shift, after which the platform passed both the run-in and final functional tests. No further faults or issues identified. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). Per zoll autopulse platform user guide, if a user advisory of fault cannot be cleared, or a system error occurs during active operation, immediately revert to manual CPR and contact zoll at (B)(4).

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4)) was displaying "system error, out of service, revert to manual CPR" error message when powered on. No patient involvement was reported.